Event description:
I have had terrible pain with this implant and it is getting worse. My internist has sent me to the (B)(6) for tests. The surgeon that actually did the surgery will not listen to me. I know there is something wrong because the pain is so bad and my whole hip feels sore and inflamed.

Event description:
Add'l info received from rptr (B)(6) 2011: this is a follow-up report. My access number is (B)(4). I had the first hip implant on (B)(6) 2010. I began having thigh and groin pain about 4 months later. I kept complaining to the doctor, dr. (B)(6) about my pain. He would put me off, and I could not get the model or serial number from him. He did tell me that it was a depuy pinnacle metal on metal implant. I finally was in so much pain that I went to my internist and he sent me to (B)(6). They ran many tests and determined that my implant had come loose and that my cobalt levels are dangerously high. I have to have hip revision surgery on (B)(6) 2011 to remove the bad implant. Please do something about this implant. It needs to be recalled! (B)(6). I was sent to physical therapy 9 months after the surgery by my internist because my original did not send me after surgery. Reason for use: loss of cartilage in hip joint.

Event description:
Add'l info rec'd from rptr (B)(6) 2012: this is a followup report. I first reported a problem (B)(6) 2011. I have since had hip revision surgery on (B)(6) 2011. I have had no problem with my new implant which is ceramic. Please recall the pinnacle implant because it causes the same problems that the implant that you already recalled. (B)(6). I have had a couple of x-rays after my last surgery and my new implant is doing fine. I was sent to physical therapy after my last surgery for 2 months. I still go to a gym. There is a physical therapist that works at the gym that tells me which machines I can use. If I don't go, there is a muscle that goes down my leg that tightens up. They said that it had probably been shortened because of having to have two surgeries. Reason for use: arthritis in hip and no cartilage left.